Event description:
Manufacturer was unaware of this incident which occurred over a year ago, until receipt of court papaers advising of a pending law suit. The complaint lists a number of manufacturers but gives no details of the nature of the injury. Preliminary verbal information indicates that a health care practitioner was connecting a number of manufacturers' devices into a continuous flow therapy respiration circuit.it is alleged that the practitioner connected the circuit incorrectly resulting in injury to the patient. There is also a pending lawsuite by the patient against the hospital.